Event description:
It was reported that the device was explanted after implant duration of approximately 65.1 months, due to aortic regurgitation and valve dehiscence. Information learned from implant patient registry and from the operative report received from the health care provider's response. It was also reported that there were two other devices implanted. Please reference medwatch reports filed under patient identifier.

Manufacturer narrative:
It was also reported that there were two other devices implanted. Please reference medwatch reports. Device not returned.

Event description:
It was learned that the patient expired in 2009. The cause of death is unknown. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.